Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that during a routine elective replacement indicator (eri) device changeout, right ventricular lead insulation degradation was seen under the device in the pocket. The lead did not present with any electrical anomalies prior to the procedure. A lead repair kit was used. The lead would be further monitored. The patient was stable.